Event description:
The customer reported the curve was incorrect and the device provides different values than expected. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was connected to a root and the device reported a "moc-9 module usb error" and measurement values could not be obtained. X-ray inspection was performed and no defects were observed. The analog circuit was tested in a known good module and the customer module failure remained. The customer complaint was not duplicated as the device was unable to obtain readings, a potential u6 component failure on the analog circuit board may be resulting in the observed moc-9 module usb error. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Corrected data: model # was corrected from 9513 to 25761. Serial # was corrected from (B)(4) to (B)(4). UDI # was corrected from a blank field to (B)(4). Device manufacture date: was corrected from 12/29/2015 to 08/01/2017.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the curve was incorrect and the device provides different values than expected. No patient impact or consequences were reported.